Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a bladder procedure, the knife blade did not retract and the jaws could not be re-opened. The surgeon removed the device manually. When the device was removed the surgeon noted oozing and some tissue damage. Additional questions were asked to the customer regarding the device and incident. The extent of the damage and amount of oozing was not made available from the customer. The surgeon opened a second instrument and successfully completed the procedure. The surgeon has indicated that there was no patient injury.